Event description:
It was reported by the rep that the trigger is sticking. It was noticed during a case. The procedure was completed successfully. No surgical delay, no patient involvement , no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported by the rep that the trigger is sticking. It was noticed during a case. The procedure was completed successfully. No surgical delay, no patient involvement , no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The trigger on the device did not properly work due to the magnet dislodging. This caused the device to have a run on condition when the battery was installed. The affected components were replaced. The driver passed all final inspection activities and returned to the account.